Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and the allegation was not confirmed. The probable cause could not be determined, as the reported allegation was not found. In addition, a transmitter failure was found in connection to the allegation. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.